Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch episodes. It was also noted that there was low pacing impedance on the atrial lead; the physician suspects insulation damage on the atrial lead. Programming changes were performed to resolve the issue. The patient was stable before, during, and after the programming changes.